Event description:
It was reported that the patient presented to the electrophysiology lab for a generator replacement. Upon evaluation, the patient was found to have bradycardia due to lack of low voltage output. The existing pacemaker could not be interrogated and was unresponsive to magnet application. The device was explanted and successfully replaced. The patient remained stable throughout the procedure.

Event description:
New information received noted the device also exhibited premature discharge of battery.

Manufacturer narrative:
The reported events of inability to interrogate and premature battery depletion were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.